Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl due to an infusion set issue. Troubleshooting was declined. The insulin pump was not returned for analysis.